Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found wear on upper shaft of gear two. Interrogation of the pump determined it was used to infuse sufentanil 5.0 mcg/ml at 0.2402 mcg/day, baclofen 192.0 mcg/ml at 9.22 mcg/day, and marcaine 8.7 mg/ml at 0.4179 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a physician via a manufacturer representative regarding a (B)(6) male patient who was being treated with compounded baclofen 192 mcg/ml (116.7 mcg/day), bupivacaine 8.7 mcg/ml ("5.3 mg/day"), and sufenta (sufentanil) 5 mcg/ml (3.04 mcg/day) via an intrathecal pump. The baclofen lot number was unknown. Indications for use included post-lumbar laminectomy syndrome and spinal pain. A motor stall was seen at the initial interrogation in the event log report. The patient had not recently had magnetic resonance imaging (MRI). The physician reported that the patient's symptoms were "coming on strong" but the manufacturer representative did not know the specific symptoms. Troubleshooting resolved the reported event. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a company representative. Medications the patient was taking at the time of the event include roxicodone and gabapentin. Medical history includes back pain and no allergies. No troubleshooting was performed. The pump was replaced (B)(6) 2015 will be sent to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information: the original information received from the physician, via a manufacturer representative, was clarified to reveal that troubleshooting did not resolve the reported event; the pump did not recover.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). The concentration of bupivacaine was clarified as 8.7mg/ml rather than 8.7mcg/ml. The most recent pump refill prior to the event was on (B)(6) 2015. The patient experienced increased pain as a result of the motor stall. The patient called on (B)(6) 2015 stating that the pump had been beeping for the past two or three days. The event of "motor stall occurred" on (B)(6) 2015 at 21:26 was confirmed via pump interrogation on (B)(6) 2015. Technical support was contacted and the event was ruled out as internal failure. The pump was reprogrammed to minimum rate on (B)(6) 2015 and ultimately replaced (B)(6) 2015. The event had resulted in an unscheduled clinic or office visit. The event was considered related to the device or therapy. Outcome was resolved without sequelae on (B)(6) 2015. Information was received from a healthcare provider via the product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen, sufentanil and marcaine via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 192.0 mcg/ml at a dose of 197.27 mcg/day, sufentanil 5.0 mcg/ml at a dose of 5.1371 mcg/day and marcaine 8.7mg/ml at a dose of 8.9386 mg/day. Programming date from most recent refill prior to the event was (B)(6) 2015. On (B)(6) 2015, the patient's bladder seemed to be somewhat latent in function. It was noted that "since he went several days with his pump basically nonfunctioning, his bladder probably is reacting to the reestablishment of infusion." There was no abdominal distention. The pump was reprogrammed on (B)(6) 2015. The pump was turned down by 20% to let the bladder wake up. The oral baclofen was stopped. On (B)(6) 2015, the patient called to report he had urinated twice. The clinical diagnosis was bladder latency. The event outcome was resolved without sequelae as of (B)(6) 2015. The event was possibly related to the device or therapy, not related to the implant procedure and possibly related to drug. The drug action that caused event was reestablishment of infusion after motor stall.